Event description:
It was reported that the device stopped completely. The display went blank, and the ventilation stopped without generating an alarm. There were no health consequences for the patient reported.

Manufacturer narrative:
The provided log file of the affected device was analysed regarding the reported event. Based on the logbook analysis, the reported event could be retraced. Due to a malfunction of the cartridge valve o2, the device repeatedly performed warm starts on the day of event until it was turned off by the user. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. If the software detects an internal failure, the user would be alerted to this condition by an audible and a visual alarm message. As a remedy measure a warm start might be initiated. An audible alarm would be posted by the device and when the warm start occurs, the device will briefly power off and then back on. During this time, a safety-breathing valve would open allowing for spontaneous breathing. In the event of an unsuccessful warm start, a continuous audible alarm would be activated, and the safety-breathing valve would remain open allowing for spontaneous breathing. The affected device reacted as specified and attempted to remedy an internal deviation by warm starts. The warm starts were alarmed accordingly. Replacing the faulty cartridge valve o2 remedied the issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.